Event description:
It was reported by service report that the mattress was sagging / bottoming out in the center of the mattress. Staff alleged a patient got a pressure ulcer due to mattress breaking down in the center of the mattress. There was patient involvement and adverse consequences were reported.

Manufacturer narrative:
Result: mattress; conclusion: replaced unit.